Event description:
It was reported that the patient previously had a flowonix pump that became dislodged and required revision. Their healthcare provider decided to remove the flowonix pump and catheter and replace it with medtronic. Reference number: (b(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).